Event description:
At about 2 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29-aug-2023. Lot 2236949: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.